Manufacturer narrative:
Additional information - an issue with the system controller was suspected and damaged drive circuit components were found during the manufacturer¿s investigation; however, the damage appeared to be the result of a compromised percutaneous lead. Approximate age of device ¿ 1 year and 8 months. (Calculated from the implant date to the event date). The patient's left ventricular assist device (lvad) was not explanted and was not available for evaluation. The evaluation of the returned primary system controller revealed damaged drive circuit components. As a result the primary system controller was unable to operate a test pump during analysis. Additionally, attempts to retrieve the system controller log file were unsuccessful. Although a specific cause was unable to be determined, based on the manufacturer's experience, the damage to the drive circuit component may suggest a possible issue with the percutaneous lead. Although the reported pump stop may be the result of a potential percutaneous lead wire compromise, percutaneous lead damage could not be confirmed as the device was not returned for evaluation. Evaluation of the returned backup system controller and the retrieved log file did not reveal any issues and the device functioned as intended during analysis. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year and 8 months. (Calculated from the date when the system controller was issued to the patient.) The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015 the patient was found unresponsive at home and the system controller was sounding an unspecified alarm. The system controller was exchanged by the patient's caregiver but the patient remained unresponsive. The patient expired; the surgeon noted the cause of death to be "pump arrest". It was reported that an issue with the system controller was suspected. No further information was provided.